Event description:
During testing, it was reported that the device charged and shocked the first time but lost power on the second attempt. The device was reported to display the charge pak (cp, internal hlc battery charger) and attention icons prior to testing. A new internal battery charger was installed in the device three months prior to the testing. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control evaluated the removed charge pak (cp, internal battery charger) and found no failures. The device illuminated the cp icon either due to a patient connection prior to the event or during testing with a simulator. Replacement of the cp resolved the device problem to show the ok symbol and restore the device readiness for use. A conclusive cause for the device loss of power after the first shock was not determined.

Manufacturer narrative:
(B)(4). Physio-control provided the reporter technical assistance and replacement charge pak (cp) to the third party biomed. Follow up with the biomed confirmed that the customer installed the new cp which removed the cp and attention icons and restored the ok symbol. Physio has received the removed cp for evaluation and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.